Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was stopped working and did not turn on. Customer stated that after inserting a new battery insulin pump did not turn on. Customer experienced low blood glucose and treated with food. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.